Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that air bubbles were observed to be exiting the cartridge with multiple cartridges. The customer decline to troubleshoot the issue. Tandem technical support educated the customer in regards to common causes of air bubbles. Blood glucose level was 230 mg/dl.